Event description:
It was reported that the pump had broken loose from where it had been implanted, about a month prior to report, and floated up underneath the rib cage. The patient had gone in for surgery to reposition it, but the physician stated that there was no room to move it because the patient is so small. The physician had inquired to whether it was possible to get a smaller pump for the patient. The device system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).